Event description:
This is to inform you, that we have received another reporting by a clinic to swiss medic this morning. Even though the official complaint is not yet completely available, this is to inform you immediately of the reporting. The standard complaint summary will follow, once all information is available. Please find the main information from the original reporting by the clinic as extract below. To comply w/ data protection requirements, I have deleted the clinic references - highlighted by <data per dsgvo removed>. Please also confirm, that the ch rep (bd eysin schweiz) will be informed and that you will include the ch rep in any conversation to swiss medic. Also thank you very much in advance for keeping us up-dated, especially also whether the event is finally considered reportable or not. -------------------------------------------------- information for swissmedic report: has the manufacturer / supplier been informed? Yes. When? 26.04.2024 description of the incident: drainage has several "transitions" at which it can disconnect. Some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately. It has now been disconnected at the point closest to the patient closest to the patient (above the heimlich valve), where nobody assumed that it could that it could disconnect because otherwise it would also have been fixed with adhesive tape. As the patient was not was adequate and did not realize that this had happened, pp only noticed this after some time were there actually serious consequences for the patient, user or third party? Yes please describe the serious consequences: pat has developed a pneumothorax because the air in the room was able to enter the lungs through the drainage. Lungs through the drainage. Date of the incident: 25.04.2024 is the device available for analysis by the manufacturer? No please review the response received for the follow up questions requested: ¿ regarding date of the incident: 25.04.2024. - was the disconnection occurred accidental? - pin got stuck - what component was disconnected? Could you please provide a further description of the issue? - according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve and air could be aspirated. Pat suffered a pneumothorax as a result. - was the catheter disconnected? - no - was valve disconnected from the catheter? - no - if yes, was the clamp open when valve disconnected from the catheter? - yes - was the disconnection happened during the drainage? - yes - where is the catheter located? - on the patient - was there any medical intervention required including diagnostics, procedures, and treatment delay? - yes pneumothorax was treated - what is the lot number associated with reported issue? Since provided lot number 9131007 is invalid. - will be checked again and then forwarded to you ¿ regarding "accidental disconnection" was this issue reported to bd earlier? - not known - what component was disconnected? - none - please provide the lot number associated with accidental disconnection. - will be checked again and then forwarded to you response received on may 14 2024: ¿ what is the lot number associated with reported issue? Since provided lot number 9131007 is invalid ¿ please provide the lot number associated with accidental disconnection. - we are still waiting for feedback, no lot number currently known - regarding issue reported "some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately." ¿ what was the pleurx catheter connected to? Did they used the pleurx bottle when connecting to the patients' catheter? - 50-7245a lockable drainage line ¿ was the disconnection occurred accidental? - no, access tip brok off 06/12/2024 - please review the response received below for follow up: ¿ as per additional information received for the (B)(4) "according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve and air could be aspirated. Pat suffered a pneumothorax as a result. " was the pneumothorax caused due to the patient was connected to a medela pump and pin got stuck? - no, it was due to the broken pin ¿ or lockable drainage line 50-7245a access tip broke off in valve of the catheter was the cause of the pneumothorax? - yes response received on 06/26/2024: ¿ could you please confirm the patient impact for the reported event " according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve"? - yes. ¿ was there any medical intervention required including diagnostics, procedures, and treatment delay? - not known. ¿ could you please provide total number of pneumothorax occurrences? - not known.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001538150 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Per the instructions for use, the section for drainage procedure states that "the drainage procedure can be performed using the" a) pleurxtm vacuum bottle(s) or b) lockable drainage line with glass bottle(s) or with wall suction." Drainage should not be performed with anything other than approved bd product. As per the customer statement the patient was connected to a medela pump for drainage. Based on the quality team's investigation, it was identified that the probable root cause is traced to misuse related. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
This is to inform you, that we have received another reporting by a clinic to swissmedic this morning. Even though the official complaint is not yet completely available, this is to inform you immediately of the reporting. The standard complaint summary will follow, once all information is available. Please find the main information from the original reporting by the clinic as extract below. To comply w/ data protection requirements, I have deleted the clinic references - highlighted by <data per dsgvo removed>. Please also confirm, that the ch rep ((B)(6)) will be informed and that you will include the ch rep in any conversation to swissmedic. Also thank you very much in advance for keeping us up-dated, especially also whether the event is finally considered reportable or not. Information for swissmedic report: has the manufacturer / supplier been informed? Yes. When? 26.04.2024. Description of the incident: drainage has several "transitions" at which it can disconnect. Some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately. It has now been disconnected at the point closest to the patient closest to the patient (above the heimlich valve), where nobody assumed that it could that it could disconnect because otherwise it would also have been fixed with adhesive tape. As the patient was not adequate and did not realize that this had happened, pp only noticed this after some time were there actually serious consequences for the patient, user or third party? Yes. Please describe the serious consequences: pat has developed a pneumothorax because the air in the room was able to enter the lungs through the drainage. Lungs through the drainage. Date of the incident: (B)(6)2024. Is the device available for analysis by the manufacturer? No. Please review the response received for the follow up questions requested: ¿ regarding date of the incident: (B)(6) 2024. - was the disconnection occurred accidental? - pin got stuck. - what component was disconnected? Could you please provide a further description of the issue? - according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve and air could be aspirated. Pat suffered a pneumothorax as a result. - was the catheter disconnected? - no. - was valve disconnected from the catheter? - no. - if yes, was the clamp open when valve disconnected from the catheter? - yes. - was the disconnection happened during the drainage? - yes. - where is the catheter located? - on the patient. - was there any medical intervention required including diagnostics, procedures, and treatment delay? - yes, pneumothorax was treated - what is the lot number associated with reported issue? Since provided lot number 9131007 is invalid. - will be checked again and then forwarded to you. ¿ regarding "accidental disconnection" was this issue reported to bd earlier? - not known. - what component was disconnected? - none. - please provide the lot number associated with accidental disconnection. - will be checked again and then forwarded to you. Response received on may 14, 2024: ¿ what is the lot number associated with reported issue? Since provided lot number 9131007 is invalid. ¿ please provide the lot number associated with accidental disconnection. - we are still waiting for feedback, no lot number currently known. - regarding issue reported "some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately." ¿ what was the pleurx catheter connected to? Did they used the pleurx bottle when connecting to the patients' catheter? - 50-7245a lockable drainage line. ¿ was the disconnection occurred accidental? - no, access tip broke off. (B)(6) 2024 - please review the response received below for follow up: ¿ as per additional information received for the (B)(4) "according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve and air could be aspirated. Pat suffered a pneumothorax as a result. " was the pneumothorax caused due to the patient was connected to a medela pump and pin got stuck? - no, it was due to the broken pin. ¿ or lockable drainage line 50-7245a access tip broke off in valve of the catheter was the cause of the pneumothorax? - yes. Response received on (B)(6) 2024: ¿ could you please confirm the patient impact for the reported event " according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve"? - yes. ¿ was there any medical intervention required including diagnostics, procedures, and treatment delay? - not known. ¿ could you please provide total number of pneumothorax occurrences? - not known.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2301 patient problem code: f23.

Event description:
Information for swiss medic report: description of the incident: drainage has several "transitions" at which it can disconnect. Some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately. It has now been disconnected at the point closest to the patient closest to the patient (above the heimlich valve), where nobody assumed that it could that it could disconnect because otherwise it would also have been fixed with adhesive tape. As the patient was not was adequate and did not realize that this had happened, pp only noticed this after some time were there actually serious consequences for the patient, user or third party? Yes please describe the serious consequences: pat has developed a pneumothorax because the air in the room was able to enter the lungs through the drainage. Lungs through the drainage. Date of the incident: 25.04.2024 please review the response received for the follow up questions requested: ¿ regarding date of the incident: 25.04.2024- - was the disconnection occurred accidental? - pin got stuck - what component was disconnected? Could you please provide a further description of the issue? - according to the chief physician, the patient was connected to a medela pump for drainage and the pleurx connection tube probably tore apart, so that the pin got stuck in the valve and air could be aspirated. Pat suffered a pneumothorax as a result. - was the catheter disconnected? - no - was valve disconnected from the catheter? - no - if yes, was the clamp open when valve disconnected from the catheter? - yes - was the disconnection happened during the drainage? - yes - where is the catheter located? - on the patient - was there any medical intervention required including diagnostics, procedures, and treatment delay? - yes pneumothorax was treated - what is the lot number associated with reported issue? Since provided lot number 9131007 is invalid. - will be checked again and then forwarded to you ¿ regarding "accidental disconnection" was this issue reported to bd earlier? - not known - what component was disconnected? - none - please provide the lot number associated with accidental disconnection. - will be checked again and then forwarded to you response received on may 14 2024: - regarding issue reported "some of these points have been fixed with adhesive tape because accidental disconnection has occurred time and again, but without consequence, as it was noticed immediately." ¿ what was the pleurx catheter connected to? Did they used the pleurx bottle when connecting to the patients' catheter? - 50-7245a lockable drainage line ¿ was the disconnection occurred accidental? - no, access tip brok off.